Event description:
One pt sample with discrepant free t4 results which do not fit with the clinical picture. Initial result gave 15.65 ng/l; repeat by a different instrument gave 21.9 ng/l. No information provided to determine if pt was adversely affected. If additional information is received, appropriate notification will be provided.